Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed volumetric testing twice testing over 21ml" was reproduced. Evaluation sent device to flowline for flow rate accuracy testing with a delivery rate of 40ml/hr and a volume to be infused of 20ml with a runtime of 30 mins, the test resulted in 21.043ml which is an error percentage of 5.215%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the pressure plate. The pressure plate required to be adjusted and m2/m3 springs replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volumetric testing twice, testing over 21ml during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6, h11: the event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.